Manufacturer narrative:
A ge service representative performed an on site investigation and discovered the malfunction. It was determined that the software was corrupt. The software was reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 would not initialize and was not operational. There was no adverse patient involvement reported. There was no patient information reported.